Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer alleges that a nurse accidentally pointed the scanner light of the accu-chek inform ii meter into another employee¿s eye causing an injury. The employee went to the optometrist on the same day who stated she had a burnt cornea in her left eye. The employee was treated with eye drops for lubricating her eye. The employee had a headache and a burning feeling in her left eye. The employee had (B)(6) off as part of her regular schedule and was to return to work on her normally scheduled day. The scanner in this version of the inform ii meter uses camera technology and the led used for the scanner produces normal light intensity. Upon follow up with the employee as of (B)(6) 2017 she still has a headache and her left eye still has a burning feeling. The meter was requested for investigation.

Manufacturer narrative:
The employee had a follow up appointment with the optometrist on (B)(6) 2018. The employee stated her cornea is not healing and started a new eye medication. The employee's symptoms of a headache and burning feeling in her left eye have remained the same. The employee stated the visual acuity in her left eye has been affected. The device was returned. There were no signs of customer mishandling during a visual inspection of the device. The green and red led of the bar code scanner were measured separately with an optometer p9710. The measured value from the customer's device was compared to the mean on 3 other inform ii meters. The values were from a distance of 10 cm from the edge of the meter housing. The red led showed no abnormalities or deviation. The green led irradiance was slightly weaker in the customer's device. The barcode scanner is classified as exempt risk group (no photobiological hazard). The light intensity of the device meets specification. The meter performed as designed.